Event description:
It was reported that the event involved a patient diagnosed with cardiogenic shock. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath. As the md was inserting the iab through the sheath, it became stuck. As a result, the iab was removed and another kit was used to compete the insertion. The physician is very skilled in iab insertions and always preps the iab as the instructions for use suggests. There were no reported patient complications. Further info has been requested.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.